Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The clip is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Sam dawkins, et al, jacc : cardiovascular interventions, vol.12, no.4 suppls, 2019, "percutaneous mitral valve repair for patients in severe cardiogenic shock is safe and is associated with improved renal function".

Event description:
This is filed for single leaflet device attachment. It was reported through a research article identifying mitraclip that noted the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment-slda), requiring a second procedure during the same hospital stay. Details are listed in the attached article, titled "percutaneous mitral valve repair for patients in severe cardiogenic shock is safe and is associated with improved renal function".

Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.